Event description:
Info received indicates during a preventive maintenance check the tech found the bed had a high ground resistance.

Manufacturer narrative:
The tech replaced the ac power cord plug to repair the bed.